Event description:
It was reported that this right ventricular (RV) lead was fractured at the venous insertion site. An RV lead revision was performed, with the fractured lead segment remaining in place and a new lead successfully implanted. The retrieved RV lead portion was retained by the Field Clinical Representative and will be returned for analysis. No additional adverse patient effects were reported. However, a secondary procedure was required.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.